Event description:
It was reported that customer observed large air bubbles or gaps in tandem mobi cartridge during pumping, even though room temperature insulin and recommended filling steps were used. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed issue was ongoing at time of call, but air bubbles no longer appeared after priming with fill tubing feature, and customer resumed insulin therapy after receiving guidance and confirmed understanding.